Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead continued to display impedance issues and counts the sensing integrity counter (sic). Plans were made to reprogram the lead in the future.

Manufacturer narrative:
Concomitant medical products: dtmb1d1, crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning due to high impedance values. The lead remains in use. No patient complications have been reported as a result of this event.